Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Cas (clinical application specialist) review states the picture on the treatment report shows a bubble that is trapped between the pi and the cornea. The chosen canal length appears too short, so the canal was not allowing the gas to vent. As a result, fluid/gas created by the laser disruption may have vented through the opening of the canal (also possible but not clearly visible: through a vgb right at the hinge position) and was pushed along the applanated area (contact area of the patient interface (pi)). This resulted in a bubble between pi and cornea, which might have caused an uncut area underneath that bubble. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows 4 successfully performed treatments. The logfile shows that the user performed one energy check at system startup at 1:12 pm and then performed 4 treatments without further energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. The reported treatment was at 4:42 pm. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during lasik flap creation the flap canal was too short resulting in the flap venting poorly and an incomplete portion of the flap. The surgeon tried to lift a small portion of the flap but decided to let the patient heal and perform photo refractive keratectomy at a later date. The patient was cooperative and didn't experience pain or discomfort.